Manufacturer narrative:
The CT surgeon was called, fluoroscopy showed dampening of the heart function, and an emergent sternotomy was performed. The surgeon relieved the cardiac tamponade and located the perforation about a half inch above the svc atrial junction. At this time the pt was placed on bypass. The perforation was at the location of where the tip of the atrial lead and the ventricular lead met. The distal portion of the ventricular lead was removed through the perforation, and the proximal portion of the lead was removed with the laser sheath. The perforation was repaired, the pt stabilized and was transferred to the ICU. No devices were retained for return engineering analysis. An internal lhr review confirmed there were no issues or non-conformances with the device lot in question.

Event description:
This was a cardiac lead (ra & rv; age - 5 yrs, (B)(6)) removal procedure conducted in the hybrid suite with both arterial line placement and fluoroscopy during the case. Indication for this procedure was an acute infection. Historical, and pre-operative x-rays verified, showed the atrial lead had been pulled back into the svc atrial junction since 2006. The pt's initial blood pressure was 90/52. The md removed the atrial lead first with a 12f sls and a visisheath small, 33cm. Less than a minute of laser time was needed to remove the atrial lead. Arterial blood pressure at this time was 89/50. The md utilized the 12f sls to remove the ventricular lead. There was a nominal amount of fibrous material on the ventricular lead. The svc coil was located in the innominate vein continuing into the svc. As the md approached the svc he was unable to cross over the binding site. It was then decided to upsize the laser sheath to a 14fr sls without the outer sheath. The pt's blood pressure remained the same at this time. The md was able to cross over this binding site with relative ease. When the md entered the atrium with the 14fs sls he noticed that there was a decrease in bp to 60/40.